Event description:
It was reported that during a pulmonary vein isolation procedure, a versacross access solution was selected for use. Once tried to load the versacross rf wire into the sheath, the coating came off (distal end). Hence to resolve the issue, a new device was opened. The procedure was completed successfully and no patient complications were reported. The device is expected to be returned for analysis. It was further confirmed that there were no difficulty noted with patient anatomy. Patient had no hardware leads.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.